Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving morphine, 10.0 mg/ml concentration at 2.397 mg/day dose and bupivacaine, 2.0 mg/ml concentration at 0.4794 mg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient had no complaints of therapy. Patient lost 70 lbs which caused pump pocket to move further down his abdominal area and also caused it to not sit flat. The healthcare professional (hcp) agreed to do pocket revision and changed out the pump since 2014 implant. The hcp aspirated catheter aspiration port (cap): good cerebrospinal fluid (csf) flow which confirmed good catheter placement. The hcp replaced pump and revised pocket. At the time of this report the issue had resolved and patient status was alive-no injury. The patient¿s medical history included chronic low back pain which radiated down right leg/foot and failed back surgery. No further complications were reported.